Event description:
During a tha while impacting the stem, part of the tip of the inserter broke off. They removed the broken piece from the patient and discarded the piece. A back up inserter was immediately available and the surgery was completed successfully. No adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 13-jan-2006. There has been 1 other event for the lot referenced. The device was returned with (B)(4) of the (B)(4) metal prongs broken from the end of the device. The broken prongs were not returned. The rest of the device showed signs of normal wear and tear. The investigation determined the likely root cause of the event to be a fracture due to an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a tha while impacting the stem, part of the tip of the inserter broke off. They removed the broken piece from the patient and discarded the piece. A back up inserter was immediately available and the surgery was completed successfully. No adverse consequences.